Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 61 malfunction events. A review of the events indicated that the one touch ping model pump experienced a inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-90 years of age and between 24 and 320 pounds. Of the reported patients, 19 were male, 41 were female, and 1 was unknown.